Manufacturer narrative:
(B)(4). The service engineer (se) replaced the backlight board assembly and cable assemblies, which resolved the reported issue. The ventilator passed self testing.

Event description:
Report received that the backlight was out. The ventilator was not on a patient at the time of the event.